Event description:
The anterior cut to place the femoral implant, was performed with a cut block which was guided by the device. A notch was noticed during surgery after the cut was performed. A correction was performed using traditional instrumentation.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. While a cause for this specific clinical event cannot be ascertained from the info provided, it suggests the notch was caused by placing the guide too posteriorly, causing the anterior and posterior cut to be more posterior than planned. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. This reportable event was identified on october 17, 2011 as part of a retrospective review in reply to the FDA (B)(4).